Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their wireless recharger (wr) was not working. Patient stated that their wr was not charging and that when they charge the wr, the battery light just flashes, but never charged. Patient confirmed that there was a little green light on the charging dock when plugged into the wall during the call, and that they've left the wr on the charging dock for over an hour, but the wr still never turns on. Patient then confirmed that the battery lights on the wr were scrolling. Agent reviewed general device use and walked patient through troubleshooting by resetting the wr, but patient said nothing happened. Troubleshooting did not resolve the issue. Agent sent a request to repair for a replacement of the wr. Additional information was received on 2026-jan-16, the patient called back reporting that they received the replacement for their wr, but it still wasn't working. Patient stated that when they press the power button, the power button goes "red" or orange then turns off. Patient added that their wr won't charge their implant and that they tried connecting their handset to their wr, but the handset says their wr was "not activated". Patient confirmed that there was no green light on the charging dock, then agent had the patient plug the charging dock into a different wall outlet. Patient then stated that the wr did not make any sound and that there was no tone, then agent reviewed general device use and walked patient through connecting to their wr via recharger app. Agent walked the patient through switching the paired wr then patient confirmed seeing the not found - recharger screen. Agent walked patient through several troubleshooting steps including trying to take the wr out of shipping mode, resetting the wr while docked and undocked, and reviewing wr indicator lights. During the call, agent put the patient on hold to review further information, afterwards the patient confirmed th at they were able to connect to their wr via recharger app and charge their implant with excellent connection. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the wireless recharger (B)(6) revealed no anomalies were visually observed. Patient complaint confirmed. Led#s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.